Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that right atrial (ra) loss of capture (loc) was noted at maximum output. Out of range impedance measurements of greater than 2500 ohms were reported and a lead fracture was suspected. The physician elected to leave the lead implanted and program the device to vvi pacing mode. No adverse patient effects were reported.